Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detachment and difficult removal of the clip delivery system (cds 71122u134). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted, however when the cds (71122u134) was advanced through the sgc, it looked like the clip had detached from the mandrel but remained on the gripper line. The decision was made to attempt to retract the cds, however the clip did not retract back into the sgc. The sgc with the cds and clip, were retracted together to the femoral vein requiring a cut down to remove the devices safely. Another cds (71117u193) was advanced the leaflets were grasped however, leaflet assessment was not satisfactory, not enough leaflet captured. The clip was not implanted and was removed. A new cds-xtr was used, and the clip was implanted without issue, reducing mr to 1. The patient is stable. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported clip detachment was confirmed, as the clip returned detached from the device. The reported difficulty removing the mitraclip delivery system (cds) from the steerable guide catheter(sgc) could not be replicated in a testing environment as the coupler was unable to be exposed distally from the delivery catheter (dc) shaft and the clip detached was from the device. Also, the reported difficulty removing the cds from the anatomy could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported clip detachment appears to be related to observed actuator coupler break. However, a definitive cause for the coupler break could not be determine. The difficulty removing the cds from the sgc and subsequent difficulty removing the device from the anatomy was due to the clip hanging from the gripper line, making it difficult or unable to retract the cds from the sgc. The reported surgical procedure was a result of case-specific circumstances, as cut down procedure was performed to remove the devices from the patient. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.